Event description:
It was reported that the pump miscalculated boluses, however the allegation could not be confirmed. Customer¿s blood glucose level was 95 mg/dl. Patient was unsure if settings were correct and advised will contact healthcare provider to verify. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.